Event description:
A surgeon reported a pt with decreased near vision and dissatisfaction following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was performed. In a follow up, the surgeon reported the outcome of the event as "poor." There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number, or any identification traceable to the manufacturing documentation. Additional info was requested and received.